Manufacturer narrative:
(B)(4). Additional information: batch # m52u0c. The ec60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The cartridge reload was received partially fired 1/2 consistent with an incomplete or interrupted cycle. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure it was reported to him that the device ¿glued shut¿ or ¿broken??¿ it is unknown how the case was completed. No patient consequences were reported. There is no additional information available regarding the event.

Manufacturer narrative:
(B)(4). Event date: unknown, assumed 1st day of month that complaint was reported. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.